Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported by customer that they were have difficulty administering blood with the secondary blood tubing set. This is a change for them, as they previously used y-type tubing to administer blood. They report difficulty priming the tubing and there was blood left in the bag and drip chamber upon infusion completion. The nurses have to back prime with their saline primary infusion to flush the line and empty the bag and drip chamber. The nurses were advised on the proper secondary set-up. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that they were have difficulty administering blood with the secondary blood tubing set. This is a change for them, as they previously used y-type tubing to administer blood. They report difficulty priming the tubing and there was blood left in the bag and drip chamber upon infusion completion. The nurses have to back prime with their saline primary infusion to flush the line and empty the bag and drip chamber. The nurses were advised on the proper secondary set-up. There was patient involvement but no harm.